Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected that the ipg was damaged during a nondevice related surgery wherein an electrocautery was believed to be used. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that patient's ipg would not charge after a non-device related surgery. It was unknown if electrocautery was used. Patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company electrocautery labeling warns against the use of monopolar .(physician¿s implant manual 9055940-001).

Event description:
A report was received that patient's ipg would not charge after a non-device related surgery. It was unknown if electrocautery was used. Patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current companyelectrocautery labeling warns against the use of monopolar .(physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4)